Event description:
The customer stated that she had received some low blood glucose readings. She tested her blood glucose and received a readings of 25 and 33 mg/dl using one of her contour meters. She retested and received a reading of 145 mg/dl using her other elite meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer no longer had any testing supplies for her elite meters, so further troubleshooting was not possible. No product will be returned for evaluation. Replacement contour meter kits were sent to the customer.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.